Event description:
Leaking noted from the white port of the swan ganz catheter. Patient with medication infusing through this port. Patient required a return to the cardiac catheterization lab for placement of a new swan ganz catheter.